Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product ( g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product ( g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2017 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: open wound, mesh infection, dense adhesions, mesh failed to incorporate, mesh removal, pain. Additional event specific information was not provided.

Manufacturer narrative:
W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2017: (B)(6) md. Indications: ¿the patient is a 34-year-old female with an abdominal wall mass extending from skin all the way to involve her peritoneum. The plan is for dr. (B)(6) to perform a resection of this mass. He has then asked me to repair the defect.¿ implant procedure: diagnostic laparoscopy. Resection of abdominal wall endometrioma, full-thickness. Preparation of components with abdominal wall reconstruction with separation of components. Ventral hernia repair. Placement of mesh. Bilateral transversus abdominis plane blocks. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/15814297, 18cm x 24cm x 1mm]. Implant date: (B)(6) 2017 (hospitalization (B)(6) 2017) (B)(6) 2017: (B)(6) md. Operative report. Intraoperative consultant: dr. (B)(6). Preoperative and postoperative diagnosis: abdominal wall mass. Anesthesia: general. Estimated blood loss: 200 ml. Procedure: ¿a foley catheter was inserted, then a sponge stick placed in the vagina, then, an orogastric tube by anesthesia. Next, a 5-mm left upper quadrant incision was made and a 5-mm ethicon opti view port placed under direct visualization and a pneumoperitoneum obtained. Full - thickness involvement of the abdominal wall mass was noted with nodularity on the intraperitoneal surface; however, no bowel was noted adherent to what appeared to be endometriosis. Other sites of endometriosis were noted in the pelvis, specifically on the vaginal cuff and right ovary. This site had been outlined preoperatively and further diagramed intraoperatively for complete removal of all gross nodularity. The incision was carried with a scalpel from the ski n into the subcutaneous tissues, then the disease was noted to again involve the rectus fascia and muscle and the dissection was carried anterior to posterior under laparoscopic guidance until the peritoneum was entered from above. An en bloc resection was performed. Frozen section did not demonstrate clear evidence of malignancy. With the resection performed and hemostasis assured, the trocar was removed. At this point, dr. (B)(6) from plastic surgery performed the closure of the abdominal wall defect, which will be dictated by him under a separate cover.¿ (B)(6) 2017: (B)(6) md. Operative report. Preoperative and postoperative diagnosis: abdominal wall mass. Ventral hernia. Anesthesia: general. Procedure: ¿I entered the room at the conclusion of dr. (B)(6) portion of the case. This mass resulted in full- thickness defects of the abdominal wall including skin, subcutaneous tissue, fascia, muscle, and peritoneum. The defect measured 18 cm in length and 15 cm in width. I began by elevating the soft tissues off of the rectus sheath, moving from media to lateral on the left side until I reached an area just lateral to the lateral border of the rectus abdominis muscle. I then incised through the aponeurosis of the external oblique in a longitudinal fashion. I dissect in the plane between the external oblique and the internal oblique. I then performed tap blocks with 30 ml of 0.25% plain marcaine. I then performed an identical procedure on the opposite side. This resulted in significant advancement of the abdominal wall tissues toward the midline, which was going to al ow for primary closure. However, this was going to be under some significant tension, so I placed dualmesh underway. The dualmesh was inset with 0 pds suture in a horizontal mattress fashion. The mesh was placed as an underlay with the nonadherent side of the mesh toward the bowel. Special care was taken that no loops of bowel were trapped between the mesh and the peritoneal surface as the knots were secured. After the underlay was placed, I was able to approximate the tissues in the midline using interrupted 0 pds figure-of-eight sutures, followed by a running 0 pds on top. Two 19-french drains were placed. A margin of soft tissue was then excised and passed off as another specimen. The wound was then closed using 2-0 pds in scarpa fascia, followed by a combination of 2-0 prolene vertical mattress sutures in the skin, as well as staples. Dressings were placed. The patient tolerated the procedure well without any complications.¿ (B)(6) 2017: (B)(6). Implant log. Mesh dual 1mm 18cmx24cm - (B)(6) ¿ implanted. Model/cat number: 1dlmcp06. Serial number: (B)(6). Manufacturer: w. L. Gore. (B)(6) 2017: (B)(6) rn. Nursing discharge summary. ¿pt watched discharge video. Discharge instructions including jp drain care given to pt and fiancé. Pt verbalized and demonstrated understanding.¿ (B)(6) 2017: (B)(6) hospital. (B)(6) md. Pathology. Diagnosis: skin and abdominal wall, resection of mass: endometriosis and dense fibrosis. No malignancy seen. Abdominal wall mass margin, excision: benign skin and subcutis. No malignancy seen.¿ intraoperative consultation: frozen section: ¿dense fibrous tissue, cannot exclude dermoid tumor, no endometriosis seen.¿ a. Received fresh labeled ¿abdominal wall mass¿ are multiple fragments of fat with attached dark brown skin. The specimen measures 11.0 x 10.0 x 5.0 cm in aggregate with the attached skin, measuring 9.0 x 5.0 cm. No orientation is provided. The specimen is received previously sectioned and inked black. Sectioning of one of the fragments of fat reveals a tan-white whorled fibrous tissue with dark brown fluid. The area of whorled fibrous tissue measures 7.0 x 6.0 x 5.0 cm and is located less than 0.1 cm from the black inked resection margin. Sectioning of the remaining fat reveals a white fibrous tissue and yellow fat with no lesions identified. Sectioning on the skin reveals white fibrous tissue with no lesions identified. The specimen is sectioned.¿ afs: ¿received fresh is one tan-white soft tissue fragment, measuring 2.0 x 2.0 x 0.2 cm.¿ b. ¿received in formalin labeled ¿abdominal wall mass margin¿ is one fragment of dark brown skin with attached subcutaneous tissue, measuring 12.0 x 1.5 cm, and has attached subcutaneous tissue, measuring 12.0 x 2.5 cm. Sectioning of the skin and fat reveals white fibrous tissue and yellow fat with no lesions identified.¿ relevant medical information: no information. Explant preoperative complaints: (B)(6) 2018: (B)(6) md. Indications: ¿ms. (B)(6) was referred to the office for evaluation of a possible infected mesh which was placed after abdominal wall reconstruction following endometrioma resection. Since her surgery she has developed an anterior abdominal wall collection twice requiring drainage and antibiotics. She has grown staph from the drain and currently has an ir drain in the anterior abdominal wall fluid collection. After discussing the risks and benefits of surgery, she agreed to proceed with surgery for removal of the mesh.¿ explant procedure: robotic assisted laparoscopic removal of implanted mesh for infection. Explant date: (B)(6) 2018 (hospitalization (B)(6) 2018). (B)(6) 2018: (B)(6) md. Operative report. Assistant:(B)(6). Preoperative and postoperative diagnosis: infected prosthetic mesh. Anesthesia: general. Specimens: cultures taken. Findings: ¿infected mesh.¿ procedure: ¿a left upper quadrant incision was made and using the optiview method a 5 mm trocar was placed under direct visualization and insufflation started, which she tolerated. The abdomen was then inspected and there were no injuries with entry noted. Next a 12 mm trocar was placed in the left lateral abdomen and an 8 mm trocars placed in the left lower quadrant under direct visualization. Another 8 mm trocar was placed in the luq. The patient was appropriately positioned and then the davinci robot was then docked and the camera and instruments inserted. There were adhesions of the omentum to the anterior abdominal wall. These adhesions were taken down using blunt and sharp dissection. Once all the adhesions were taken down the edge of the mesh was located and the peritoneum was incised. Once this was incised the mesh was identified. There was purulent fluid noted surrounding the mesh which was not incorporated into the surrounding tissue. A culture was taken of the fluid. The mesh was removed from within this cavity. The fluid was suctioned. Using a 2-0 absorbable v-loc suture the peritoneum was closed leaving a small space at the lateral aspect. A drain was placed through the llq incision and this was positioned between the suture line into the preperitoneal space. The mesh was then removed from the abdomen and a portion of the mesh was cut to send for culture as well. The needles were removed from within the abdomen and accounted for. The robot was then undocked and the 12 mm trocar site fascia was closed with a o vicryl in a figure of eight fasion [sic]. The drain was secured with a nylon suture. The skin incisions were closed using 4-0 monocryl. All incisions were covered with skin glue.¿ (B)(6) 2018: [pathology report not provided]. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.